Event description:
The pt's system was explanted due to skin erosion and infection. The pt is reportedly doing well.

Manufacturer narrative:
The pt's infection has reportedly cleared. The explanted products were discarded by the medical facility and will not be returned for eval.